Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d8, h2, h3, h6, h11 correction to d7a from na to no the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed the reported failure, however, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had adhesive in the channel. The issue was found during reprocessing. There were no reports of patient involvement.